Manufacturer narrative:
Model number: 72404155, lot number: 1000024615, model description: reservoir 65ml pc/iz.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to infection. A new 15cm x 12mm ipp with 65ml reservoir was implanted. Further information was requested and not yet received. Product was explanted and expected to be returned.  A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to infection. A new 15cm x 12mm ipp with 65ml reservoir was implanted. It was further reported the patient's infection was located at the scrotum. The patient presented with pain "beyond 6 weeks and pump stuck to the skin." The type of infection the patient had was caused by a skin bacteria. The physician believes the infection was caused by the implant getting infected by skin organisms from contamination at the time of surgery. He does not believe that the infection was caused by the device. The patient is now stable and is using the device appropriately. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of infection was not confirmed via product analysis. No escalation to ncep, CAPA, or scar is required. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of a sharp instrument. The other cylinder performed within specifications. The pump performed within specifications. The ams700 reservoir was visually inspected and functionally tested. No leak was found. It performed within specifications. Model number: 72404155, lot number: 1000024615, model description: reservoir 65ml pc/iz.

Manufacturer narrative:
Device information: model number: 72404155, lot number: 1000024615, model description: reservoir 65ml pc/iz.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to infection. A new 15cm x 12mm ipp with 65ml reservoir was implanted. It was further reported the patient's infection was located at the scrotum. The patient presented with pain "beyond 6 weeks and pump stuck to the skin." The type of infection the patient had was caused by a skin bacteria. The physician believes the infection was caused by the implant getting infected by skin organisms from contamination at the time of surgery. He does not believe that the infection was caused by the device. The patient is now stable and is using the device appropriately. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.